Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported event of conversion to an open repair. The reported aortic rupture after ballooning and placement of an ovation limb stent in the proximal aorta is unconfirmed. Based on the reported event, the complaint is most likely user-related due to the reported over inflation of the angioplasty balloon in the suprarenal aorta; however, this was not noted in the discharge summary or brief operative overview in the discharge summary. Procedure-related harms include: hemodynamic instability requiring vasopressors, multiple blood products, and renal failure due to acute tubular necrosis necessitating hemodialysis and respiratory failure. The patient ultimately passed away on post-operative day eleven after being removed from life support per the family wishes. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. (B)(4).

Event description:
Additional information received confirming that the patient expired 11-days postoperative after being removed from life support per the family wishes.

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Reportedly, the stent graft system deployed as intended. At 22 minutes post initial polymer injection the physician performed post-dilatation with a 32x37mm non-endologix balloon (coda/cook medical) in the supra renal aorta. The balloon was reportedly overinflated which would be outside the indications for use. A visible balloon rupture was observed resulting in an aortic rupture at the right renal. An additional ovation ix extender was deployed across the right renal. However, the rupture did not resolve. The physician decided to convert to open repair; the stent graft system was explanted, the cage remained, and a surgical tube graft sewn in. The patient is under palliative care.